Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not working and keypad was unresponsive. Customer's blood glucose level was 125 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device rebooted during testing and began looping the medtronic logo due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen screen anomaly. Blank display not confirmed. Keypad unresponsive/button error alarm unknown. Device received with cracked belt clip rail case corner and battery tube threads.